Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the lead triggered an alert for high impedance. The lead was suspected to be fractured. The lead was programmed off and the patient wore a life vest until the lead could be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated stretching. If information is provided in the future, a supplemental report will be issued.